Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd intima ii¿ IV catheter prn adapter the ¿nurse found the package seal integrity was poor before puncturing the patient.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The paper lidding was found to have been peeled back on one of the returned samples. Our investigators noted that the glue was evenly distributed around the seal and the seal itself was in excess of the product specification. This information strongly suggests that the defect occurred after the unit had left the manufacturing facility. However, the root cause could not be finalized with the information available to our investigative team.